Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n336458, implanted: (B)(6) 2012, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider reported the patient experienced burning and irritation at the pocket when the implantable neurostimulator (ins) was on. An impedance test was just ran and everything looked good. This problem occurred even if the patient was not recharging. This problem started at least a month ago. The patient turned the ins off and it took a couple days for the symptoms to resolved. The patient had the ins off when she met with a company representative today in the office. While in the office today, the ins was turned on, and the patient did not feel any burning or irritation. A CT was scheduled for the patient to diagnose the problem. Additional information has been requested to find out if any intervention was required, the cause and outcome of the event. Additional information received about 2 months later reported that the patient had cancelled 3 appointments. The physician ordered a CT scan of the area and the patient had not had that done. When the manufacturing representative last saw the area there was no redness. But the ins site was not felt so it was unknown if the skin felt warm. It was reported five months later that the patient felt burning with stimulation between the buttock and spine near the crease; burning sensation adjacent to pocket. This has occurred for the past year. The patient had no burning the first year she had the device and since settings were changed. It was noted that the patient could be having a reaction to the stimulation but it was unknown what that meant. Additional information received reported the location of the burning sensation was around the middle of the buttock and around the edge of the battery. The burning sensation was not positional. Within 8 hours of turning the device on the patient begins to feel the burning sensation and then they continue to feel it for a couple of days after the implantable neurostimulator (ins) is turned off. They noted t hat their coverage is good and aside from the burning sensation the therapy was good as well. The burning sensation was not apparent when the patient was first implanted. An impedance check was performed and all values looked good, between 900-1000 ohms with the hi gh est being 1056 ohms. A group impedance resulted in c1 720 ohms, 0.576ma and c2 465 ohms 2.309ma. The middle electrodes were guarded using a double guarded configuration on the right side of the lead. Additional information received from the rep reported that the patient's impedance and group impedances were within normal limits. The patient was reprogrammed to see if burning ceased. The patient stated she had fallen back in (B)(6) 2014 and shortly after the burning began. The CT scan revealed healing compression fractures and the physician thought the burning was not device related but rather from the fall. The patient had not been seen since (B)(6) so the manufacturer's representative (rep) was unaware if the burning had ceased. The healthcare provider (hcp) reported it was unknown how the patient was doing and no troubleshooting, interventions, or actions were taken to mitigate or resolve the event. Relevant medical history included spinal pain.